Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Company representative reported on behalf of the healthcare professional right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and seroma (late). The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, flat creases and brown particles in device outer surface. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional additionally reported ¿damage caused by explant surgery; punctured the implant intentionally¿ (non device related).